Event description:
The iab was inserted into the pt on 08/13/96. After the iabp for approx 2 days, the pump started alarming " high resistance". Blood was noted in the catheter tubing. The iab was removed on 08/15/96 and another iab was not inserted.